Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line, crack bezel assembly lower hinge, crack door assembly upper hinge, 3rd-party part rear case housing and door latch assembly. Based on the findings, service determined that reported issue was due to electrical issue of the air-in-line kit. A review of the device history record showed the device had a manufacture date of 10jun2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received errors ail when there is no air in the line. No additional information was provided. There was no patient involvement.